Event description:
It was reported that pump touchscreen often did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, no additional details were obtained, no further action was required, and customer was already out of warranty and in process of obtaining new device.